Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm and the insulin squirted out during the manual prime process. The customer¿s current blood glucose level was 163 mg/dl. The customer was trying to change the set but it was being stuck. The customer stated that they were wearing the insulin pump during priming. The customer stated that the insulin did not continue to drip after letting go of the act button. The customer reported that the drive support cap appeared normal or recessed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.